Manufacturer narrative:
(B)(4).

Event description:
It was reported that the none pacer dependent patient experienced a syncopal episode. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced. The patient was in stable condition.